Manufacturer narrative:
The device was not returned to the manufacturing site as it was not available for evaluation; therefore product testing on this device could not be performed. Device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. The instructions for use (IFU) were reviewed. Hyphema, decreased/impaired vision, and hypotony are identified in the device labeling as known inherent risk of glaucoma surgery. The IFU adequately provides instructions, precautions, and warnings for the proper use and handling of the device. Based on the results of the investigation, quality product deficiency was not identified. The omitted information was requested but was not provided. MFR reference # (B)(4).

Event description:
The surgeon reported that an istent procedure was aborted due to compromised visualization as a result of reflux blood from multiple implantation attempts. The patient presented one week post-op with micro hyphema. The patient presented at the one month post-op exam ((B)(6) 2018) with decreased vision, hypotony (iop 3 mm hg), and corneal folds. The surgeon reported that a ultrasound biomicroscopy (ubm) analysis is scheduled. Additional information will be requested.

Event description:
Clinical follow-up was requested and on 04-09-2018 the surgeon provided the following additional details. The patient was not on any anti-coagulant medications pre or post operatively. The hyphema was categorized as grade 1 and was self-resolving with no sequelae. The likely cause of the hypotony was cyclodialysis cleft and resulted in choroidal folds. The hypotony is ongoing/persistent. The patient is scheduled for surgical closure of the cyclodialysis cleft to treat the hypotony. Additional information will be requested.

Manufacturer narrative:
A review of the device labeling was completed. Cyclodialysis cleft is identified in the labeling as a known inherent risk of glaucoma stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The omitted information was requested but was not provided. MFR reference # (B)(4).